Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported migration of the device is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, during the healing process, the reservoir of this inflatable penile prosthesis (ipp) migrated from the space of retzius to the inguinal canal; therefore, a surgical procedure to reposition the component was performed. There were no patient complications reported.